Manufacturer narrative:
During product evaluation, it was found that the packaging was within specifications. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
During product evaluation, it was found that the packaging was within specifications. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that before surgery the pulsavac packaging was opened, and a white powdery substance was found inside. There was no harm or delay reported as there was no patient involvement. Diligence is complete. No adverse events were reported as a result of this malfunction.